Manufacturer narrative:
Follow-up # 1 ¿ (11/03/2014). The patient¿s meter has been returned on 9/23/2014 and evaluated by lifescan product analysis on 10/21/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have spc pin 1 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that their one touch ultra2 meter had displayed an error message ¿ error 5. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on (B)(6) 2014 ¿in the morning¿ and stated he takes no medications to manage his diabetes. The patient stated that ¿right away¿ when receiving the error 5 message; he developed symptoms of ¿dizziness, nausea¿. The patient denied receiving any treatment in response to the symptoms. At the time of troubleshooting the cca noted that the test was performed with blood and was not the first time the product was being used. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.